Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2011 22:17:56. During night drain cycle one, the patient's ultrafiltration reading was 534ml, indicating the home patient (hp) drained 534ml more than their maximum programmed fill volume of 300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause is undetermined because, the occurrence date of the reported iipv had already been overwritten in the event log, previous therapy was aborted and the exact drain volumes are unknown. If any additional information is received, a follow-up will be sent.